Event description:
It was reported that during a lap anterior resection procedure, before first firing, it was noted that the device would not articulate fully to the left, as if the articulation knob was not moving the jaws accordingly. Articulation to the right was ok. Another device was used to complete the procedure. There were no adverse consequences for the patient. Facility is unwilling to provide info.

Manufacturer narrative:
(B)(4). Articulation gear teeth. Eval summary: the analysis showed that the atb45 device was received with the articulation mechanism damaged. The device was received with a reload loaded in the device; the reload was received fully loaded and with no damage to the spring reload lockout. The returned device was tested for functionality with the returned reload and test reloads on the 3 articulated positions; when fired to the left, center and right the staple formation was conforming. The device was disassembled to verify the condition of the internal components and the articulation gear teeth were found broken. It should be noted that a 100% inspection takes place during mfg to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). A batch record review was performed and no anomalies were found during the mfg process.